Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision, glare and halos with bright lights. The iol was exchanged for another lens model six and a half years following the initial iol implantation. Additional information has been requested.